Event description:
It was reported, the patient had a urinary tract infection in (B)(6) 2013 that went to their kidney. The patient ended up in the hospital for six days. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information reported the patient still had concerns with their device or therapy and they were working with their doctor or manufacturer representative. It was noted the patient had an appointment scheduled for (B)(6) 2014. It was unclear whether the patient's concern related to the previously reported issue; no further information was available at the time of this report.

Manufacturer narrative:
Product ID 3092, lot# unknown, implanted: 2001 (B)(6); product type lead. (B)(4).